Event description:
It was reported to philips that the exposure was not possible due to insufficient storage space. The device was inside of clinical use at the time of the event. No harm was reported to philips. A philips field service engineer (fse) visited the site and replaced the image processing pc (ippc). The device was returned to expected functionality.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the image disk free space was low and could not emit x-ray. During troubleshooting, the fse performed bsit test and found that the ippc (image processing pc) was defective. The fse replaced the ippc. After replacement of the ippc, the system was returned to use in good working order. The codes were updated based on the investigation outcome.